Event description:
It was reported that during an unknown procedure, it was found that the knife was protruded from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: swing tab in locked position. The analysis results found that the sr75 reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and the proximal 3 drivers up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into a test device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The event described could not be confirmed as the knife performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.